Event description:
It was reported that during testing conducted at the MFR's facility, the device was running without user activation. No medical intervention and no adverse consequences were alleged with this event. As this event occurred during testing at the MFR's facility, there was no pt involvement and no delay to a surgical procedure.

Manufacturer narrative:
It was found during the device eval that the printed circuit board (flex assembly) was damaged. The damage to the circuit board is a probable cause of the device running without user activation.